Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown orthopedic surgery, a drill bit broke. No complications to the patient reported. No other information reported. This report is for one (1) 2.5mm three-fluted drill bit. This is report 1 of 1 for complaint (B)(4).